Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital is keeping the device.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, while attempting to retract a 3maxc from the sheath, the physician experienced resistance and subsequently, the 3maxc became separated/uncoiled (last 2/3 area); therefore, it was removed. The procedure was completed using a new 3maxc. There was no report of an adverse effect to the patient.